Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to moisture damage to the keypad traces. No moisture damage was noted to the liquid crystal display circuit board, mother board, interface circuit board, radio frequency circuit board, motor, vibrator, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported via phone call that she changed the reservoir and insulin leaked inside the insulin pump during prime. The customer stated that the insulin pump had a crack at the reservoir compartment and insulin is seen under the screen. Blood glucose value was 87 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.